Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. While obtaining transseptal access, the patient became hypotensive and ice revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient and the procedure was stopped before ablation was performed. There were no performance issues with any abbott devices.